Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited unspecified issue. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.